Event description:
It was reported that the cylinder cardboard tube was crushed and the white plastic part was cracked.

Manufacturer narrative:
Examination revealed that the catheter was inside a crushed outer cardboard tube. Both shrink seals are still attached to the gray shelf tube. The catheter gray shelf tube was also found to be crushed and the white tube cap is cracked and the crack has compromised the sterility of the catheter inside. The catheter was removed from the tube and was found to be undamaged. An investigation has been initiated to determine the root cause and implement any necessary corrective actions. A review of the manufacturing records indicated that the product met specifications upon release.